Event description:
The end user reported when they were removing the stair chair from the storage location, they observed one of the transport wheels had detached. There was no injury or adverse event associated with the reported issue. Replacement parts were provided. The end user confirmed the chair has been repaired.